Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and a power on reset (por) occurred. It was noted an illegal address por occurred on (B)(6) 2015.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a power on reset (por) during a device interrogation. The crt-d recovered the programmed parameters and the device remains in use. No patient complications have been reported as a result of this event.